Event description:
Four lesions were treated (1st obtuse marginal, 2nd obtuse marginal, plsa and the proximal lad). One endeavor drug-eluting stent was implanted in the 1st obtuse marginal (MFR report# 2953200-2009-00107). One endeavor drug-eluting stent was implanted in the 2nd obtuse marginal, one endeavor drug-eluting stent was implanted in the plsa and one endeavor drug-eluting stent was implanted in the proximal lad (MFR report# 2953200-2009-00108). Patient was asymptomatic at the 30 day follow up stage. Approximately 3 months following the index procedure, the patient required a ptca revascularization (balloon only) of the 1st and 2nd obtuse marginal, due to restenosis after previous ptca. Investigator has indicated that this event was related to the study stent. At 5 month follow up stage, patient displayed unstable angina. It is reported that angiography showed a thrombosis of a study stent. Investigator indicated that event was related to a study stent. A stent thrombosis of the left main was reported. A stent thrombosis of the proximal lad was also reported. A stent thrombosis of the 1st obtuse marginal was also reported. A fourth stent thrombosis was also reported, the location of which was subsequently reported as the 2nd obtuse marginal (MFR report# 2953200-2009-00400). Associated clinical signs and symptoms were angina and ischemic ECG changes.

Manufacturer narrative:
Evaluation code, results: (stent thrombosis).